Event description:
A dealer reported that it appeared the irc5po2v concentrator caught fire and melted the hose that leads to the sieve bed and then exploded. The dealer advised that no injury occurred; no one was using the unit when this event happened.

Manufacturer narrative:
Based on the information provided, the dealer is making an assumption that a fire occurred due to the melted tubing observed. Melted tubing may suggest that an overheating event occurred, but it is not indicative that a sustained burning (fire) occurred. It is unknown what observations the dealer made to conclude that the unit exploded. Attempts were made to follow-up with the dealer to obtain further details about his findings. At this time, no further information has been received. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. This failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator is over 3 years old. The irc5po2v user manual advises, "the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. Only use the product for the service life stated in this manual. Do not exceed the service life of the product. Perform all maintenance according to the recommended schedule in this manual. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use." It was requested that the concentrator be returned to invacare for inspection. If additional information becomes available, a supplemental record will be filed.